Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedance measurements of 101 ohms, which the physician suspected was due to air entrapment in the pocket. The s-ICD was turned off and the patient was hospitalized. Approximately three days later, the system impedances were noted to have dropped down to 65 ohms and no further air entrapment was suspected. Tachycardia therapy in the s-ICD was reprogrammed back on and the s-ICD remains in service. No additional adverse patient effects were reported.